Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
On the literature article named "rigid intramedullary nail fixation of traumatic femoral fractures in the skeletally immature", it was reported that, during the treatment of patients with rigid intramedullary nail fixation of traumatic fractures of the diaphyseal femur through a trochanteric initiation point in the immature skeleton with an adolescent trigen antegrade trochanteric nail (tan) or trigen antegrade trochanteric nail (tan), one (1) patient out of 64 presented laterally based ipsilateral hip pain proximal to the greater trochanter and developed heterotopic ossification within the abductor mass proximal to the site of the nail insertion, it was required a revision surgery for a nail removal and surgical excision of heterotopic ossification. Patient had a clinical follow-up at 1 year and achieved union.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, inflammation, surgical complication and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.